Event description:
Unomedical reference number (b)(). Event occurred in the united states. On 01-feb-2024, it was reported that the patient stated that 2 occlusion alarm events were due to a kinked cannula for both events. The patient noticed symptoms within 3 hours of insertion, but the site area was not impacted. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient changed the soft cannula infusion set only and resumed insulin for both events. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 1 of 2.